Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that the customer was unsure how to increase his bolus by a unit as recommended by the customer's physician. Customer stated that there an urgent care visit for their high blood glucose levels on (B)(6) 2014. Customer's blood glucose level was 370 mg/dl and customer had large ketones at the time of the urgent care visit. Customer's blood glucose level fell to 203 at the time of the call, but the ketones remained high. Customer did a set change prior to the urgent care visit. The cause of the visit was possibly wrong food and/or site. Customer's blood glucose level was corrected during the urgent care visit. Customer was wearing the insulin pump at the time of the urgent care visit. Customer was assisted in using the bolus wizard. No additional information provided.